Manufacturer narrative:
(B)(6). (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the 6th distal row; stent strut was lifted and bent in a proximal direction. The undamaged mid-section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found that the inner and outer polymer extrusion was kinked 229mm proximal from the bumper tip. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-dec-2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery(lad). After pre-dilatation, a 4.00 x 16 synergy¿ stent was advanced but was unable to cross the target lesion. After several attempts of the device, the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.